Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed high impedance measurements and noise which resulted in oversensing and the storage of ventricular tachycardia episodes. A lead fracture was reported. The lead was abandoned surgically and replaced. The pacemaker was explanted and replaced since it was close to the elective replacement indicator. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. No oversensing or noise was noted during any of the testing. A lead impedance test was performed and verified the device was able to measure lead impedances within the tolerance of the circuit.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.